Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4) lead, implanted: (B)(6) 2004.

Event description:
It was reported that a remote transmission indicated that there was a lead warning for low impedance on the atrial lead several months prior. In addition, the lead had diminished p waves. The atrial lead remains in use. No patient complications have been reported as a result of this event.